Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The requested data logs have been received for investigation. The customer states that the system is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results on the rp 500 compared to a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The k+ sensor was stable over use life with no calibration errors. For the sample run on (B)(6) 2018, there were no sample errors, sensor calibration errors or system errors around the time of the result. Given that the na+, k+ and cl- were elevated, it is suspected that salt may have contaminated this sample. This salt may have come from around the valve assembly/sample port luer area when the sample was presented to the instrument. For the two samples run on (B)(6) 2018, there were no sample errors, sensor calibration errors or system errors around the time of the results. The k+ may have been hemolyzed during sample collection, resulting in elevated k+ analysis on the whole blood samples. The rp 500 whole blood results were compared to the results from a chemistry analyzer where the sample matrix is serum. There are established, published differences due to matrix and methodology. The difference in the k+ results for these samples are most likely due to the difference in sample matrices, hemolysis and testing methodology.